Manufacturer narrative:
(B)(4). For complaint event on the same patient see MDR #3010532612-2019-00048 and tc #1900066455. Teleflex received the device for investigation. The reported complaint of iabp battery power low/lost is confirmed. The returned battery failed the battery load test, the pump shut down after approximately 28 minutes of pumping. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. Per the operator's manual, battery life is dependent on usage and maintenance of the battery. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced 20 and 10 minutes battery life alarms and the pump shut down. The patient got back to their room and the pump was plugged in and restarted. As a result, the pump was swapped out. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4). For complaint event on the same patient see MDR #3010532612-2019-00048 and tc #(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced 20 and 10 minutes battery life alarms and the pump shut down. The patient got back to their room and the pump was plugged in and restarted. As a result, the pump was swapped out. There was no report of patient complication or serious injury and death.